Event description:
I had bladder cancer in 2005. My bladder was removed. I received a urinary stoma, within six months, a hernia came thru. After two and three and a half years, I had a hernia repair, and I was told it should not push thru with the mesh that was used, within three months, it was back. This was on (B) (6) 2009 when I had the surgery. For the last four months, beginning in (B) (6) 2009, I have back to (B) (6) 7 or 8 times. The doctor does not want to do any more surgery stating that it will be worst than the first. I ask the doctors if this is normal for the hernia to keep coming back and they said no. My hernia is the size of a large grapefruit with ulcer like sores. I can no longer fit my bags on without them leaking all the time, so please let me know if this was a bad product, I am never comfortable when I leave home.